Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to occlusion of native vessel. The IFU also warns, ¿do not cover any significant mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.'

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. When a contralateral leg endoprosthesis (plc181000j) was implanted on the left side to extend the ipsilateral leg of a trunk ipsilateral leg endoprosthesis, the plc181000j unintentional obstructed the left internal iliac artery. After the plc181000j was deployed, the physician attempted to push up the plc181000j using a balloon catheter, but it was not successful. The reason for the obstruction on the left internal iliac artery was not reported. The patient tolerated the procedure.